Event description:
It was reported that the device was removed. It was unclear why the device was removed. It was stated that the device was removed for unknown reasons. It was also stated that the device was removed due to low back pain. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1996-(B)(6), product type extension, product ID 3888-28, lot# l40248, implanted: 1996-(B)(6), product type lead, (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomaly. The stimulator battery had normal end of life, telemetry and output was okay. Final analysis of the extension revealed no significant anomaly. The extension body was cut through and the product was segmented. Final analysis of the lead revealed the body conductor was broken and the anchor site was unknown.